Manufacturer narrative:
A request was made to the field representative to obtain the serial number for the electrode and to know how this issue will be resolved. However, despite considerable effort, the field representative was not able to obtain any additional information from the physician or hospital. This report will be updated if new information is received.

Event description:
Boston scientific received information that this electrode changed position three to four hours post-implant. The physician provided the field representative with x-rays showing the electrode location at implant and after the dislodgement. No change has been made to the electrode at this time. No adverse patient effects were reported.